Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer indicated via phone call that she was experiencing high blood glucose of 422 mg/dl and wanted to troubleshoot for any possible issues with her insulin pump. Troubleshooting advised customer that air bubbles in tubing may result in high blood glucose during a bolus attempt. Customer indicated that her pump did have air bubbles. Troubleshooting resolved issue with customer for this issue but her blood glucose only went down to 230 mg/dl. Her doctor advised her to change her pump. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to force sensor resistor due to moisture damage. Unable to verify air bubbles anomaly due to prime anomaly. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip and with minor scratched lcd window.